Manufacturer narrative:
Evaluation cannot be performed. There is not evidence that the device failed to meet specifications.

Event description:
After normal continued wear of the acetabular wall, the bipolar head needed to be replaced with a new acetabular cup. Surgery went well. The femoral head (cat. No. 6284-0-132) was also replaced.